Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used. Both implants. Both implants could be unscrewed painlessly during the application of the impression ports. Completely asymptomatic. (B)(6) are the same patient.